Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a patient detected a burning smell coming from the homechoice at the end of therapy. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.